Event description:
It was reported that the mdu motor stall. No case reported. Results of investigation have concluded that this unit overheated which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.